Event description:
It was reported that the patient experienced inadequate stimulation and the implantable pulse generator (ipg) could no longer be charged. The patient underwent an explant procedure. All explanted device components will not return as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 20101239.